Event description:
It was reported that the patient underwent a c5-c7 fusion <(>&<)> a posterior spinal fusion where rhbmp-2/acs was used on (B)(6) 2010 <(>&<)> (B)(6) 2010. It was reported that the patient sustained unspecified injuries <(>&<)> difficulty swallowing following implantation of rhbmp-2/acs. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the post-operative period was marked by severe pain. Imaging studies ultimately showed that the patient developed uncontrolled bone growth and resulting nerve impingement at or near the implant site.

Event description:
It was reported that in (B)(6) 2010 the patient was diagnosed with spinal stenosis and disc degeneration at l3-l4, anterolisthesis of l3 on l4, and disc herniation with spinal stenosis. On (B)(6) 2010, the patient underwent the following procedure: an anterior cervical disectomy fusion using autograft and allograft at c5-c6 and c6-c7, placed anterior cervical cages at c5-6 and c6-7, and placed anterior cervical instrumentation at c5-6 and c6-7. The patient was implanted with rhbmp-2/acs. On (B)(6) 2010, the presented for follow up visit. The patient was having difficulty swallowing and was experiencing pain in shoulder blades. On (B)(6) 2010, the patient visited for pre-op visit regarding upcoming second surgery.